Event description:
This report summarizes 24 malfunction events in which the device reportedly overheated. - 24 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 23 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 24 reported events are included in this follow-up record. Product return status: 19 devices were received. 4 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status: 8 reported events were confirmed. 11 reported events were not confirmed. Evaluation results: 15 devices were found to be affected by corroded bearings. 4 devices were found to be affected by internal corrosion.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 24 previously reported events are included in this follow-up record. Product return status 20 devices were received. 4 devices were not available for evaluation.

Event description:
This report summarizes 24 malfunction events in which the device reportedly overheated. - 24 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 12 devices were received. 11 device investigation types have not yet been determined. Event confirmation status: 6 reported events were confirmed. 6 reported events were not confirmed. Evaluation results: 12 devices were found to be affected by corrosion. 23 devices were not labeled for single-use. 23 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device reportedly overheated. 23 events had no patient involvement; no patient impact.